Event description:
It was reported the patient was admitted to the ER for episode of lightheadedness. Remote transmission indicated the atrial lead was over sensing the t-wave. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 6947 implantable tachy lead (B)(6) 2007. (B)(4).